Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete. (B)(4).

Manufacturer narrative:
Visual inspection of the returned components found that both the surfaces of the tibial plate were scratched and scuffed in several locations with a remarkable scratch mark on the "nose" of the dovetail-retaining feature. The taper plug was returned assembled to the tibial plate and its exposed surface was damaged in several locations. Dimensional inspection found that the antero-posterior depth and the lateral width of the tibial plate were all manufactured to specifications. A product history search identified no other complaints for the part and lot combination of the tibial component. Review of the operative notes suggests that the proper surgical technique was employed and that central patellar tracking and stability were confirmed throughout full range of motion after final assembly for all three surgeries. No issue with the tibial component were reported during the first revision surgery. Upon completion of the first revision surgery for debridement, patellar resurfacing, and articular surface swap, x-ray images were reported to show the prosthesis in proper position and in anatomic alignment without any evidence of rotation, loosening or stress shielding. However, post-operative x-ray images taken a week later were reported to show loosening at the tibia/cement interface. During the second revision surgery the tibial component was removed without difficulty. Per the package insert, loosening or fracture of the prosthetic knee components or surrounding tissues are known adverse effects. A definitive root cause cannot be determined.

Manufacturer narrative:
(B)(4). Other device used: catalog # unk, unknown palacos bone cement, lot # unk - this bone cement is manufactured at (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that patient was revised due to tibial loosening.